Event description:
It was reported that the patient presented to the emergency room with loss of capture on the right atrial (ra) and right ventricular (rv) leads. The pacing thresholds had increased on both leads also. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concotant: 5554-53 lead implanted: 2001-(B)(6). (B)(4).